Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and was explanted. Additional information from the field representative indicated that the lead will not be returned. The rv lead is no longer in service. No additional adverse patient effects were reported.